Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was not in clinical use. Per the information collected, the wi-fi indicator on the footswitch was red, whilst the battery indicator was green, which indicates that there was an error in the wireless connection. The connection was not re-established. The customer is currently using the wired footswitch instead of the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless footswitch lost wi-fi connection. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.